Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: medical images were received and evaluated, the medical review shows a right sided port catheter with tubing that is looped and overlying the port in the right chest wall. This confirms the alleged coiled tubing/extravasation issue. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event.

Event description:
It was reported that sometime post port device implant, the port catheter allegedly coiled at the neck with the tip still in the superior vena cava. It was further reported that approximately seven days later, chest x-ray was performed which demonstrated port catheter coil with extravasation of chemotherapy medication in the soft tissues of the chest from the misplaced port catheter tip causing chemical cellulitis. Reportedly, the patient is under the care of a medical oncologist to continue treatment through a peripherally inserted central catheter.

Manufacturer narrative:
Medical images were provided to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 07/2020).

Event description:
It was reported that sometime post port device implant, the port catheter allegedly coiled at the neck with the tip still in the superior vena cava. It was further reported that approximately seven days later, chest x-ray was performed which demonstrated port catheter coil with extravasation of chemotherapy medication in the soft tissues of the chest from the misplaced port catheter tip causing chemical cellulitis. Reportedly, the patient is under the care of a medical oncologist to continue treatment through a peripherally inserted central catheter.